Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that after the surgeon placed the implant into the disc space, he removed the inserter and the implant disassembled. The surgeon used a new implant to successfully complete the surgery without any impact to the patient.

Manufacturer narrative:
Information added to a4, d8, h6: component codes, type of investigation, investigation findings, investigation conclusions. Corrected information in h3. This follow-up report is being submitted to relay additional information and initially corrected information. The complaint is confirmed for one (1) of one (1) mobi-c implant (pn mb2555) for the failure of disassembly when removing the inserter. This device is used for treatment. No medical records were provided with the complaint. Inspection the product was returned to france without a decontamination form, and therefore will not be returned to the westminster facility. Visual inspection of the device shows that the device was returned disassembled. No visual blemishes or deformities were present. The complaint is confirmed. DHR review: a request for the DHR was sent to troyes, however the lot number that was provided is not a lot of prosthesis, it is a lot of upper trays that make up the prosthesis. The DHR is unable to be located for the prosthesis. Potential root cause: the cause of the disassembly cannot be determined at this time since there is no information available regarding how the inserter and implant were being used or handled at the time of the damage. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that after the surgeon placed the implant into the disc space, he removed the inserter and the implant disassembled. The surgeon used a new implant to successfully complete the surgery without any impact to the patient.